Event description:
Customer reported a charger failed error during digital spot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the batteries. System operates as intended.